Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has a history of cocaine usage with positive results from (B)(6) 2018 and (B)(6) 2018. Per the patient's fiancé, the patient was not feeling well the previous day and changed system controller in the bathroom because the ¿numbers weren't right¿. The patient became unconscious and fell face first into the edge of the bathtub. The patient's fiancé connected the driveline to the backup system controller while the patient was unconscious. When emts arrived, the patient was pulseless and the vad was continuously alarming. The patient was administered a few rounds of epinephrine prior to emergency department arrival. In the emergency department, the patient was in pulseless electrical activity (pea). The patient had periodic runs of ventricular tachycardia (vt), was intubated and compressions were done, and finally stabilized. CT was negative for cerebral hemorrhage. On (B)(6) 2018, the patient remained intubated on milrinone and amiodarone. Pupils were fixed and dilated. The patient appeared to be twitching, but neurology confirmed it was seizure activity. On (B)(6) 2018, it was reported that the patient remained intubated. The patient was off all sedation and had no reflexes. On (B)(6) 2018, it was reported that patient remained inpatient, underwent tracheostomy placement and underwent percutaneous endoscopic gastrostomy (peg) tube placement. The patient was to continue on supportive care. No additional information was provided.